Event description:
Surgery was being performed on ureter of patient. When doctor went to remove the device there was some resistance. Doctor wiggled the device to clear the resistance and the urethral mucosa tore. Patient required an additional surgery to repair the tear. On (B)(6) 2012, risk assessment department revealed a comment that the doctor had made "most likely due to stone that was broken up during the procedure".

Manufacturer narrative:
Device was returned to (B)(6) on (B)(4) 2012 for investigation. Visual and (10x) loop inspection of the device was performed and no issues were found. The distal tip was inspected for burrs, sharp edges and/or wear and tear that may have resulted in injury to the patient, nothing was observed. Reports on this device were reviewed, no trends were noted. (B)(4) considers this matter closed. However, we will send follow up information if received by the facility.